Manufacturer narrative:
Returned device is currently undergoing engineering evaluation.

Event description:
Instrument disassembled in the wound. The drill bit became stuck inside the screw hole resulting in a slight surgical delay as device was dislodged and all disassembled pieces were accounted for.